Manufacturer narrative:
Batch review performed on 20.12.2021. Lot 1908847: (B)(4) items manufactured and released on 4-dec-2019. Expiration date: 2024-nov-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional devices involved: gmk-sphere 02.07.1204r tibial tray fixed cemented size 4 r (k090988) lot. 2100313: (B)(4) items manufactured and released on 23-jun-2021. Expiration date: 2026-jun-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.12.0410fr tibial insert fixed sphere flex size 4/10 mm r (k121416) lot. 2008572: (B)(4) items manufactured and released on 22-oct-2020. Expiration date: 2025-oct-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in 1 month after the primary surgery due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all components and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
On (B)(6) 2022, the surgeon removed the spacer and implanted permanent devices..